Manufacturer narrative:
Additional concomitant medical products: durom us acet cmpnt 66/60 z, item#: 01.00214.166, lot#: unknown; metasul® ldh®, head adapter, s, -4, taper 12/14-18/20, item#: 01.00185.145, lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to pain and wear.